Event description:
The occlusion balloon deflated unexpectedly during the procedure. The physician inserted the occlusion balloon wire into the patient and inflated to 5mm to occlude the vessel. The physician inserted the stent delivery catheter and noticed that the occlusion balloon had deflated. The physician decided to continue the case without protection. The patient is reported to be fine.